Event description:
The surgeon stated he did not believe the intraocular lens malfunctioned.

Event description:
Additional info provided by the user facility indicates the intraocular lens (iol) was explanted in 2001.

Event description:
A surgeon reports that, following cataract surgery, a pt was experiencing temporal shadows. An explant was attempted without success. The intraocular lens reportedly adhered to the capsular bag. A yag was performed to break up the adhesions. The surgeon may attempt an explant again at a later date.